Event description:
Ultrasound guided IV placement was performed. When rn retracted the guide wire, she met resistance but was able to remove it. Upon removing the guide wire, the rn noticed the curled end of the wire was missing. She did not infuse anything through the IV and immediately notified the physician. Physician came to the bedside and removed the catheter without incident. Imaging was ordered. "Partially imaged linear density along the radial aspect of the proximal forearm series 8 image 284, may reflect an IV or calcification cannot exclude retained foreign body in the proper setting, series 8 image 282." On (B)(6) 2026: x-rays performed on rt forearm. Result: no acute abnormalities. X-ray performed on rt humerus. Result: no acute abnormalities.